Event description:
It was reported that during a da vinci-assisted surgical procedure, the steel wire of the monopolar curved scissors (mcs) instrument was broken. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion. Review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of a broken cable.